Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 330 mg/dl). Contact alleged the customer was not receiving insulin. Infusion set and cartridge were changed multiple times. Correction boluses were delivered to address bg. At the time of the report, bg was not elevated, recommendation was made for the customer to discuss the event with a healthcare provider.